Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. Trouble shooting was performed and it was found that the image acquisition system (ias) computer required replacement. After replacement, the issue resolved. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the pendant on the imaging system was stuck on initializing. The issue resolved after the system was restarted. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: while testing the imaging system, the application software was upgraded on the unit. The computer of the imaging system was not replaced.